Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot , and no non-conformances related to the reported complaint condition were identified. A needle of product code j726, lot # qemejt was received for evaluation. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected and no suture remnant was noted into the barrel hole. The suture was not received to determine the assignable cause and no functional tests could be performed. No conclusion could be reached as the needle was detached from the suture. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2020-09090 (1st sample).

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2020 and suture was used. Upon evaluation, an extra needle was found detached. There were no adverse patient consequences reported.